Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic bankart repair procedure to treat a dislocation of the shoulder on (B)(6) 2021, it was observed that the suture snapped when it was held by a knot manipulator device to make a knot with an unknown anchor device. The unknown anchor device was left in the patient due to suture breakage. Another unknown anchor device was used as a replacement and inserted into a new burr hole to make a knot but the suture snapped again when it was held by the manipulator. One of the two sutures on the second unknown anchor device was broken, but the other one was used for suturing. The procedure was completed with less than 30 minutes of delay. The status of the patient post-surgery was unknown . The devices were brand new and their first use when the issue occurred.